Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) was successfully reprogrammed. It was believed that the backup mode was caused by an interrupted file transfer to the transmitter. There were no patient consequences.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator had done into backup mode. No intervention or patient consequences were reported.